Event description:
Customer reporting what they feel are 2 false negative sars results. No conflicting or confirmation testing exists, the customer just feels they should be positive based on their symptoms. Further contact with the customer is not possible to gather more information. Report 2 of 2.

Manufacturer narrative:
Investigation conclusion: .a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information source: online review.